Event description:
The customer reported that the left monitor failed to display a fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No pt status injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.